Event description:
It was reported that t:slim x2 pump battery had not been charging, even though caller used tandem charging cable, wall adapter, and confirmed wall outlet was working, and pump history showed power source alert. There was no adverse impact to the customer's blood glucose level. Customer left wall adapter plugged into working outlet for an extended period using original charging supplies, pump began charging, and no further assistance was required.